Event description:
Patient reported "rupture and contracture, breast is stiff, burning and higher up". Healthcare professional later reported "patient experiencing strong symptoms of pain and discomfort", suggestive intracapsular rupture and capsular contracture baker grade IV diagnosed by us. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.